Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using eleven (11) bd vacutainer® ultratouch¿ push button blood collection set, the needles broke, and the needles got stuck while extracting the tube, causing blood to spill out. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The analysis of the photos shows a device with blood leakage in the holder and on surrounding surfaces; however, the sleeve is not visible and cannot be evaluated for side piercing or recovery. Additionally, there is no evidence of device breakage. A total of 30 retained samples underwent functional tests. During these tests, two samples failed due to sleeve leakage observed, attributed to poor sleeve recovery, but there was no evidence of needle breakage. Furthermore, all 30 retained samples passed another set of functional tests, demonstrating proper activation with no defects, breakage, or leaking observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage and unconfirmed for the indicated failure mode of breaks off. No root cause from manufacturing was identified as a contributor for the breaks off during use. However, corrective and preventive action has been opened to address the sleeve leakage issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using eleven (11) bd vacutainer® ultratouch¿ push button blood collection set, the needles broke, and the needles got stuck while extracting the tube, causing blood to spill out. No patient or user impact reported.